Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported sparking coming from the fill valve on a dry acid mixer. Upon follow up, it was reported that a burning smell and a little bit of smoke also came from the machine. No further signs of burn damage were noted. The biomed replaced the fill valve and this did not fix the machine. The biomed then replaced the board in the display screen and the cable that connects to the fill valve, and that resolved the reported issue. After fixing the filling issue, an (unspecified) issue with the mixer motor surfaced. To resolve that issue, the biomed replaced the mixer motor. The biomed confirmed the machine was plugged into an appropriate outlet. At the time of follow up, the dry acid mixer was reported to be fully operational. There have been no further issues with the machine. The parts that were replaced have been discarded. There was no sample available to be returned for manufacturer evaluation.